Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the battery, sealed lead acid, 12v and adjusted the battery power connector to ensure proper alignment. The fse ensured proper charging and operation of the batteries when not on ac power. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) regional hospital.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit alarmed low battery. The battery indicator went from full to indicating drained batteries rapidly when not on the ac power. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.